Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lubricity, inadequate lubrication.

Event description:
Healthcare professional reported "we were not able to pipe in the implant using keller funnel", "it appears that the inside of the funnel was not well lubricated. We couldn't even pipe the implant into a bucket without significant difficulty let alone pipe implant into patient's chest with small incision. We used a smaller implant size too (285 and 320) and cut the funnel back multiple times way further than necessary". Both funnels came from the same box". It is unclear if there was patient contact.